Manufacturer narrative:
Submit date: 2/15/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a safety needle. The customer states there was a leak on the product between the syringe and the deltoid needle-blue hub.